Manufacturer narrative:
Update 11th april 2020. Investigation results & findings (natus complaint ref. # (B)(4)) note - additional information was not received from the customer and date of event was not confirmed. Product examination and functional testing: product was not returned for evaluation therefore unable to evaluate product for functional testing. CAPA trending review: there are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Complaint trending review: per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Risk management file review: per (B)(4), hazard ID- 5.16, severity-3, acceptable risk. DHR review: no serial number available to determine manufacturer date of this part. Service record review: a search for service data that may have been relevant to this issue was conducted. No further information related to this issue was found. Any additional trend data will be reviewed per qms-004442.

Event description:
Customer's bracket that holds the camera pole on a eeg cart ltm system has broken.

Manufacturer narrative:
Patient information - no patient injury reported, device malfunction occurred. Relevant tests / laboratory data - not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: not applicable as no patient injury occurred. Suspect products - not applicable. Serial # - not applicable as the medical device does not have a serial number. If implanted date (mm/dd/yyyy) - not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - not applicable as the medical device is not implantable. Reprocessor name and address - not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - not applicable as the medical device is not ind. Adverse event terms - not applicable to medical devices. If remedial action initiated , check type - not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - not applicable as there was no action reported under 21usc 360i(f).

Event description:
Customer's bracket that holds the camera pole on a eeg cart ltm system has broken.